Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 114.5cm distal of the strain relief. The shaft was stretched down for 72mm starting at the midshaft bond. There was a tear starting at the exit notch and extending distally for 19mm. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the report separation.

Event description:
It was reported that balloon detachment occurred, patient developed hematoma and was sent for surgery. The target lesion was located in the superior mesenteric artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon fell off the catheter and was stuck on the guidewire. The physician was able to retrieve the balloon by pulling the wire through the sheath. The retrieval messed up the sheath placement which caused hematoma. Subsequently, a venous cutdown was performed to complete the procedure. No further patient complications were reported.

Event description:
It was reported that balloon detachment occurred, patient developed hematoma and was sent for surgery. The target lesion was located in the superior mesenteric artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon fell off the catheter and was stuck on the guidewire. The physician was able to retrieve the balloon by pulling the wire through the sheath. The retrieval messed up the sheath placement which caused hematoma. Subsequently, a venous cutdown was performed to complete the procedure. No further patient complications were reported.